Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead was dislodged. During a follow up visit, this rv lead had exhibited a drop in pacing impedances and sensing, and an increase in pacing thresholds. A chest x-ray was performed and confirmed the dislodgement. Subsequently, this rv lead was repositioned. No additional adverse patient effects were reported.